Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of six (6) products; two (2) products from lot number: 3581560, two (2) products from lot number: 3475020 and two (2) products from lot number: 3565321. The samples were received in new conditions with their original unopened packaging. Visual inspection: the samples were visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the rotating coupling was properly attached to the return connector in all the six (6) samples. Function testing: the ID (inside diameter) of the rotating coupling was measured using a pin gauge; all 6 samples passed. The od (outside diameter) of the swivel return connector was measured using a micrometer; all 6 samples failed the test and was found to be under specification. The most probable root cause of the issue is supplier-related; the outside diameter of swivel return connector was under specification. Action(s) taken to mitigate the reported issue(s): supplier was notified to request for root cause analysis and corrective actions.

Event description:
It was reported that, when connecting the part to another component, the union nut slips on the patient side of the system, which makes a firm connection impossible. No patient injury was reported.